Event description:
Additional information was received which indicated that this lv lead continued to exhibit intermittent high out-of-range pacing impedances. In addition, the lv lead thresholds had increased to 3.0v. Boston scientific technical services (ts) discussed troubleshooting options. This crt-d and lv lead remain in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a high out of range pacing impedance spike on the left ventricular (lv) lead, measuring greater than 2000 ohms. The patient's lv lead is a non-boston scientific product. Troubleshooting was performed and the out of range measurement was unable to be reproduced. It was noted the was a lot of variability in the intrinsic amplitude measurements, however, there were no sensing issues observed. Boston scientific technical services (ts) recommended continuing to monitor. This crt-d system remains in service. No adverse patient effects were reported.